Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation it was noted the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with loss of capture at maximum outputs. A revision procedure was performed where the rv lead was tested with a pacing system analyzer (psa) and yielded a normal in range impedance measurement of 483 ohms with good threshold measurements. Subsequently the physician opted to surgically abandon the rv lead and explant the pacemaker. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.